Event description:
On (B)(6) 2013, the reporter contacted animas on behalf of the patient to report the patient had elevated blood glucose reading of 509 mg/dl because the patient did not take his blood glucose before meals. The patient did not have any symptoms. In addition, the patient reportedly did not take bolus insulin before or directly after meals. It was noted that the patient is new to insulin pump. On one occasion, the patient took bolus insulin and accidentally pressed a button, cancelling the bolus. His friend was there to assist with administering the rest of the bolus after he reviewed the bolus history. At the time of the call to animas, the patient continued with insulin pump therapy. During troubleshooting, it was noted there was use error (inadvertent cancellation of the bolus insulin via the pump) associated with the reported incident. There was no evidence of a product defect. The advance feature and basal segment was programmed as intended. The time and date was set correctly. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while the patient was on insulin pump therapy, and use error (accidentally canceled bolus insulin) was involved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.